Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Analysis identified the tip of the fiber was degraded. The fiber was connecter to the vp20 system, and the aiming beam was dim. The connector exhibited burn marks. The investigation conclusion code assigned is cause traced to component failure which indicates expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that, during a procedure, this fiber gradually stopped transmitting energy. The procedure, for which the patient was under general anesthesia, was not completed due to this issue. No patient complications were reported. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that, during a procedure, this fiber gradually stopped transmitting energy. The procedure, for which the patient was under general anesthesia, was not completed due to this issue. No patient complications were reported. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone. MFR contact first and last name, MFR email address upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Analysis identified the tip of the fiber was degraded. The fiber was connecter to the vp20 system, and the aiming beam was dim. The connector exhibited burn marks. The investigation conclusion code assigned is cause traced to component failure which indicates expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that, during a procedure, this fiber gradually stopped transmitting energy. The procedure, for which the patient was under general anesthesia, was not completed due to this issue. No patient complications were reported. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.